Manufacturer narrative:
Evaluation summary: product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Several attempts were made to obtain further information on the event with no response to date. (B)(4).

Event description:
A surgeon reported that an in intraocular lens (iol) was explanted due to an unexpected refractive outcome. Several attempts were made to obtain further information on the event with no response to date.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product investigation could not identify a root cause.